Event description:
Procedure type: roux-en-y. According to the reporter: while suturing, the needle disengaged and fell into the cavity. The needle was retrieved, and a new dlu was opened to complete the case.